Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported issue could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd eclipse¿ needles with smartslip¿ technology leaked the synflorix vaccine during use. The following information was provided by the initial reporter: "there are reports from several children's health centers that there has been leakage of vaccine (synflorix) when 305892 is used together with the pre-filled syringe"